Event description:
Physician noted knee to be tight, and asked for pressure on the dionics pump to be changed from 35 to 15. After adjustment, pump appeared to continue to flow at high rate. Pump substituted with another pump. As pump was being changed a forceful spray of fluid came from the knee.